Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt, ECG "a" and "b" and the front therapy electrode cable was completely severed between ECG "a" and the front therapy electrode. The root cause for cut cable was physical abuse. There is no indication that the device malfunction caused or contributed to the patient death.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Belt sn (B)(4) failed incoming functional testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of electrode belt disconnection.